Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a fixed ventricular blanking period, a premature ventricular contraction occurred. The patient received an inappropriate shock. The patient was stable.